Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter noise and vibration was allegedly minuscule, frail, and unusual during the out of body test. It was further reported that the health care provider noticed that the catheter was allegedly not misting but instead dripping wet. Reportedly, the hcp disconnected and reconnected the device with unsuccessful results; therefore, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The catheter was not separated from the distal tip. A 2mm longitudinal tear was visible on the outer catheter 7mm from distal tip. A complete core wire fracture was present 7.5mm from the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing an in-house guidewire. The guidewire was loaded through the rapid exchange junction and exited the distal tip with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction with no issues. Further functional testing could not be performed due to the poor sample condition (i.e. Fractured core wire). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation was confirmed for a core wire fracture, as a complete fracture in the core wire was found within the catheter. The investigation was confirmed for a torn catheter at the location of the core wire fracture. The investigation was inconclusive for noise and device inoperable codes as functional testing could not be performed due to the poor sample condition. The root cause could not be determined based upon available information. It was unknown if procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion.- attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter; for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline; attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter; set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter noise and vibration was allegedly minuscule, frail, and unusual during the out of body test. It was further reported that the health care provider (hcp) noticed that the catheter was allegedly not misting but instead dripping wet. Reportedly, the hcp disconnected and reconnected the device with unsuccessful results; therefore, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.